Event description:
On (B)(6) 2010, the pt was implanted with an scs system. On (B)(6) 2010, it was reported that the pt was riding in a car when suddenly the stimulation intensified around the leads and ipg perimeter and moments later, the pt no longer felt stimulation. The pt tried to locate the ipg with pt programmer to no avail, and the patient programmer displayed a communication error message. The pt attempted to locate the ipg with the charging system and the center led on the charger flashed yellow. The rep tried to locate with charger and patient programmer unsuccessfully. The system is still implanted in the pt.

Manufacturer narrative:
Method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.